Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed a break in the inner conductor coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, it took 40 turns of the fixation tool to extend the helix. The lead needed to be repositioned as the parameters were not acceptable, but then the helix could not be retracted. A new lead of the same model was implanted instead to complete the procedure.